Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The system controller was connected to the equipment in the manufacturer's lab and the reported event of "power cable disconnect" alarms was confirmed. The white power lead was found to have a broken inner conductor. Movement of the white power cable at the connector end resulted in "power cable disconnect" and low voltage" alarms as well as interruption in pump support while connected to the power module. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing random "cable disconnect" alarms while supported by either the power module or batteries. The system controller was exchanged for another system controller and no further problems were reported.